Event description:
The surgeon implanted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to excessive vault. The lens was exchanged for a shorter length and this resolved the problem.

Manufacturer narrative:
Patient (B)(4) - surgical procedure, secondary. Device (B)(4) - lens vault, excessive, (B)(4) - explant. (B)(4).

Manufacturer narrative:
Evaluation method - lens work order search & medical review. Results: a lens work order search revealed there were no similar complaints within the work order. Review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).